Manufacturer narrative:
(B)(4): investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Additional info from the user facility report: (B)(6) 2011, synthes lateral distal fibula locking plate, fibula plate - (r), synthes (B)(4).

Event description:
Pt underwent orif bimalleolar left ankle fracture repair on (B)(6) 2010 with insertion of hardware. Pt had no known allergies at this time. Pt developed a small wound dehiscence in (B)(6) 2011 and was hospitalized for incision and drainage and wound debridement with application of a wound vac. Pt was referred to an allergist who identified the pt has a new allergy to nickel. Pt presents to operating room on (B)(6) 2011 for removal of hardware on medial and lateral sides of left ankle. Surgery: incision and débridement, hardware removal of left ankle.